Manufacturer narrative:
It was reported that there was a pressure reading issue. -500 for the venous and arterial pressures were displayed. The failure occurred during set up for training. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-16. The reported failure was confirmed. The connection cable for internal sensors was replaced to restore function. The fst confirmed that there were no visible damages to the cable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file analysis did not show any pump stop on the event date 2022-12-15. A similar failure was investigated by getinge life-cycle-engineering. The most possible root causes for the missing connection is a broken wire within the cable, which most likely is originated from external force, as no signs of an outside damage were visible. According to the risk analysis v24 of the cardiohelp device following root causes can also lead to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable. Broken fiber inside the cable. The device was manufactured on 2022-09-05. The device history record (DHR) of the cardiohelp was reviewed on 2022-12-20. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Based on the results the reported failure "pressure reading issue" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-16. The reported failure was confirmed. The connection cable for internal sensors was replaced to restore function. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The device was manufactured on 2022-09-05. The device history record (DHR) of the cardiohelp was reviewed on 2022-12-20. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a pressure reading issue. -500 for the venous and arterial pressures were displayed. The failure occurred during set up for training. Complaint ID: (B)(4).